Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power connection in the hard disk drive was reseated. The system was tested and found to be working as intended and put back into service.